Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. An occlusion alarm was reported, however, this is a safety feature and not considered a malfunction. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Alerts and alarms 10 / page 125: warning: when a hazard alarm occurs in the pod, all insulin delivery stops. Failing to address the situation could result in hyperglycemia. If you had a temp basal or extended bolus running when the hazard alarm occurred, the pdm will remind you of this. Due to the serious nature of hazard alarms, you must act promptly to resolve them. 1. Acknowledge the alarm condition by pressing ok, which silences the alarm. 2. Deactivate and remove the active pod (see chapter 5, using the pod). 3. Activate and apply a new pod (see chapter 5, using the pod).

Event description:
A patient was reported dehydration with a blood glucose of 436 mg/dl while wearing the pod between 4 and 24 hours. The pod emitted an occlusion alarm, thus, terminating insulin delivery. An emergency room (ER) visit was made and a diagnosis of hyperglycemia was given. Treatment included administration of intravenous sodium chloride and humalog insulin.